Manufacturer narrative:
(B)(4). The customer reported to have run the device for 72 hours, during which it was turned on and off 50 times without any alarms or error codes being generated. Although the reported malfunction could not be duplicated, the single board computer (sbc) upgrade kit was replaced as a precaution.

Event description:
It was reported that, during patient use, the ventilator generated a "no communications" alarm. The patient was transferred to another ventilator, without any harm reported. There is no report of death or serious injury associated with this event.